Event description:
The user facility reported a 69 year old male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that there was a purge fluid leak at red impella plug site. No leak noted at purge side arm. There were no alarms. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the data logs were reviewed and no sustained periods of low purge pressure were observed. The root cause of the purge leak was unable to be determined because the product was not returned so the location of the leak could not be identified. This report is being filed as part of a retrospective review of historical records.